Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that the cassette of a cadd® administration set was leaking. The reporter stated that they were "unable to visualize opening". It was also noted that "same causing 'air in line' alarm to go off" and fluid dripping from the cassette. The bag and tubing were changed. No injury was reported.